Event description:
During an urgent follow-up in-clinic, episodes of noise resulting in oversensing and inappropriate automatic mode switch were observed on the right atrial (ra) lead. Provocative testing was performed, and the lead noise was reproduced. Ra lead damage was alleged but not confirmed. The patient was hospitalized, and the device was reprogrammed. No other intervention was performed. The patient was stable.